Event description:
The customer reported when a series with a large number of images (160-180) and a series number of 400 or 500 reconstructs and is loaded into a viewing window on the ra1000 workstation, and an attempt is made to flip the images in stack mode, and not all images will flip.

Manufacturer narrative:
There was no reported patient injury associated with this event. A follow-up report will be filed when additional information becomes available. (B)(4).